Event description:
(B)(4).

Manufacturer narrative:
On 03/13/2015 we received the confirmation that the pieces will not be returned back.

Manufacturer narrative:
On 07/06/2015 it was prepared a final repor with the information collected during the investigatin, already reported in the initial report and in the first follow up. On 07/07/2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch record performed on 02/06/2015: lot 123816: (B)(4) items produced and released on 11/21/2012. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue. Femoral head code 01.25.023 lot 133525 (k072857): (B)(4) items produced and released on 09/09/2013. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue. Versafitcup cc liner code 01.26.3244hct lot 133936 (k103352): (B)(4) items produced and released on 10/23/2013. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue. Versafitcup cc trio no hole shell code 01.26.45.1154 lot 133028 (k122911): (B)(4) items produced and released on 09/10/2013. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue.